Manufacturer narrative:
A ge svc rep performed an on site investigation. Sram was installed. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system lost all functions and requested sram. No pt injury was reported.